Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Initial reporter - the article was written by wataru ando, kengo yamamoto, takashi atsumi, satoshi tamaoki, kazuhiro oinuma, hideaki shiratsuchi, hirohiko tokunaga, yutaka inaba, naomi kobayashi, masaharu aihara and kenji ohzono. This report is number 3 of 3 MDR's filed for the same patient (reference 1825034-2016-00011 / 00177 / 03192). Device remains implanted.

Event description:
Information was received based on review of a journal article titled, "comparison between component designs with different femoral head size in metal-on-metal total hip arthroplasty; multicenter randomized prospective study" which aimed to investigate potential advantages of magnum group compared to conventional group in terms of range of motion, dislocation while maintaining the same function improvement and pain reduction; and to investigate metal ion release in asian population. A patient was identified in the article that underwent total right hip arthroplasty. Subsequently, elevated metal ions, increased cup inclination angle and cup anteversion were reported. Patient experienced a dislocation eight days post-implantation. No revision procedure has been reported to date.